Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as the patient did not wash their hands for therapy. The patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection imipenem (250 milligram in each bag, intraperitoneally), tablet cifran (250 milligram, twice a day, oral route) and tablet flucon (150 milligram, once a day, oral route) for 7 days for the peritonitis. The patient was still in the hospital at the time of the report. Three days after the onset, the patient was considered recovered from the peritonitis event. On an unreported date, the patient was retrained on aseptic technique. Pd therapy was ongoing. No additional information is available.